Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The four additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a venotomy closure of the common femoral vein was attempted with five prostyle devices using the pre-close technique prior to an electrophysiology (ep) interventional procedure via a 6f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred with all five prostyle devices. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 15f and the ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.